Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had multiple insulin pump error alarms. Customer reported that they were able to clear the alarm and not able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test and occlusion test. Device failed the basic occlusion test and force sensor test due to moisture damage on the motor and force sensor. Device failed the self test due to missing segments caused by moisture damage on the electronic assembly. No pump error 43 or error 130 alarms noted during testing.